Event description:
It was reported that the patient experienced inadequate stimulation due to lead migration that was confirmed via x-ray. The patient underwent a lead replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-8216-50 (sn (B)(6)) the returned lead was analyzed and with all the available information, boston scientific concludes the reported event was not confirmed. However, visual inspection revealed that the paddle lead was cleanly cut into three pieces approximately 22 cm from paddle end of the paddle lead and two proximal end portion of the paddle lead was not returned. The clean-cut damage is a result of a typical explant procedure, and it is not considered a failure. No other anomalies were identified aside from the clean cut. A labelling review found that the reported event of the lead migration is known risks of implanting a pulse generator as part of a system to deliver spinal cord stimulation.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced inadequate stimulation due to lead migration that was confirmed via x-ray. The patient underwent a lead replacement procedure and was doing well postoperatively.